Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. It is unk if the device was in use, but the customer reported that there was no pt harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.